Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("essure coils partially fragmented"), device dislocation ("migration of essure coils"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)"), immunodeficiency ("weakened immune system"), genital haemorrhage ("abnormal bleeding (general)"), ureteritis ("damage to urethra infection"), autoimmune disorder ("autoimmune disorder") and connective tissue disorder ("connective tissue disorder") in an adult female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and uterine dilation and curettage. Concurrent conditions included multigravida, parity 4, abdominal pain, anemia, anxiety, back pain and vaginal dryness. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ureteritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("periodic heavy bleeding"), pelvic pain ("pelvic pain and cramping"), asthenia ("generalized weakness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("anxiety"), connective tissue disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydroxychloroquine phosphate (plaquenil), methotrexate, levonorgestrel (mirena) and surgery (right nephrectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, abortion spontaneous, pregnancy with contraceptive device, immunodeficiency, genital haemorrhage, ureteritis, autoimmune disorder, menorrhagia, pelvic pain, asthenia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, connective tissue disorder, migraine, headache, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and arthralgia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, arthralgia, asthenia, autoimmune disorder, connective tissue disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, immunodeficiency, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, ureteritis, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: it is possible that she may undergo essure removal in the future. Right cornua had 1 visible coils. Left cornua had 5 visible coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion . The following events were extracted from medical records:essure coils partially fragmented, migration of essure coils and connective tissue disorder . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added: essure coils partially fragmented, connective tissue disorder, pregnancy (with complications), abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), apareunia (inability to have sexual intercourse), infection damage to urethra, depression, anxiety , autoimmune disorder type of disorder: unspecified, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge and fatigue. Lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coils"), device breakage ("essure coils partially fragmented"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy (with complications)"), immunodeficiency ("weakened immune system"), genital haemorrhage ("abnormal bleeding (general)"), ureteritis ("damage to uretra infection"), autoimmune disorder ("autoimmune disorder") and connective tissue disorder ("connective tissue disorder") in an adult female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and uterine dilation and curettage. Concurrent conditions included multigravida, parity 4, abdominal pain, anemia, anxiety, back pain and vaginal dryness. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ureteritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("periodic heavy bleeding"), pelvic pain ("pelvic pain and cramping"), asthenia ("generalized weakness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("anxiety"), connective tissue disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydroxychloroquine phosphate (plaquenil), methotrexate, levonorgestrel (mirena) and surgery (right nephrectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, abortion spontaneous, pregnancy with contraceptive device, immunodeficiency, genital haemorrhage, ureteritis, autoimmune disorder, menorrhagia, pelvic pain, asthenia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, connective tissue disorder, migraine, headache, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and arthralgia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, arthralgia, asthenia, autoimmune disorder, connective tissue disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, immunodeficiency, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, ureteritis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it is possible that she may undergo essure removal in the future. Right cornua had 1 visible coils left cornua had 5 visible coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. The following events were extracted from medical records:essure coils partially fragmented, migration of essure coils and connective tissue disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.